Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement freestyle libre sensor. The customer had initially reported the sensor detaching prematurely and a replacement device was ordered. Due to not receiving the replacement device, the customer experienced symptoms of dizziness, weakness, and vomiting and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose result of 500 mg/dl and administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.